Event description:
It was reported that during a procedure of the mildly calcified, popliteal artery, during inflation of the armada balloon catheter with an indeflator, air leakage was noted at the y-connector. The connection was not checked; the device was removed and a second armada balloon catheter was used without issue in the procedure. There was no issue noted during device preparation for use. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Phone# and fax # - correction. Manufacturing site name - correction. Evaluation summary: the device was returned for evaluation. The reported complaint related to a leak at the y connector. Product analysis confirmed the leaking of fluid from the y-connector. It is likely due to a failure of the bond, allowing fluid to leak out the y-connector. The severity risk level for this type of failure was assessed as low. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product deficiency related leaks was noted by the manufacture. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue will be implemented and the performance of these devices will continue to be monitored.